Event description:
According to the reporter: once the reload was attached the jaws would not open. Doctor was unable to use the device. There was unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).